Event description:
Consumer called for assistance with setting alarms on the true metrix air meter. The customer feels well and did not report any symptoms. Customer stated he had purchased the true metrix air meter the day before. Customer stated on (B)(6) 2023 he had obtained a blood glucose test result of 465 mg/dl (fasting/non-fasting not disclosed); customer's friend had advised the customer to go to the hospital due to the high result. Customer could not recall what his blood glucose test result had been when at the hospital but stated that his blood glucose was high. The diagnosis was high blood glucose and customer was treated with insulin. Customer had been discharged three hours later. The customer stated that he does not have a concern with the product and believed that the meter was working as intended.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call on 09-aug-2023 - able to establish contact with customer who stated the true merix air meter was working as intended.